Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the cartridge was reloaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the alarm cleared and insulin delivery was resumed. Customer¿s blood glucose level was 220 mg/dl.